Event description:
During an ivc filter retrieval procedure the snare sheared off in the patient. The physician stated was pulling very hard and twisting and the weld point on the snare failed. An ev3 ensnare was used to capture and remove the piece of snare that sheared off and subsequently the filter was removed as well. The patient is doing fine and no further complications or procedures are necessary.

Manufacturer narrative:
Event evaluation: still under investigation.